Manufacturer narrative:
Citation: haji-zeinali a.; et al. Transcatheter tricuspid valve-in-valve implantation with bioprosthetic balloon expandable valve. Gen thorac cardiovasc surg. 2022 may 27. Doi: 10.1007/s11748-022-01829-z. Pmid: 35622220. Online ahead of print. Earliest date of publication used for date of event. Medtronic products referenced: hancock (PMA# p980043, product code: dye); mosaic (PMA# p990064, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes from using transcatheter valve-in-valve (tviv) replacement of degenerated tricuspid bioprosthetic valves. All data were collected from a single iranian medical center between october 2015 and june 2020. The study population included ten patients who were predominantly female with a mean age of 54 years. Multiple manufacturer¿s devices were previously surgically implanted in the study population as tricuspid valve replacements; three patients received a medtronic hancock bioprosthetic valve and three patients received a medtronic mosaic bioprosthetic valve. No unique device identifier numbers were provided. These valves were replaced using a tviv technique with a non-medtronic balloon-expandable bioprosthetic valve. Among all medtronic hancock and mosaic patients, adverse events included: hospitalization from heart failure and tricuspid valve degeneration with severe mixed stenosis/regurgitation, requiring tviv replacement. Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.